Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: effectiveness of cross-linking posterior segmental instrumentation in adolescent idiopathic scoliosis: a 2-year follow-up comparative study (aa dhawale) may 2013 clinical findings determined by medical safety and complaint management: n=1 deep wound infection. N=1 painful scar. See mfg medwatch report no. 1526439-2014-11357 for the reported painful scar.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: effectiveness of cross-linking posterior segmental instrumentation in adolescent idiopathic scoliosis: a 2-year follow-up comparative study (aa dhawale) may 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.